Event description:
As reported by the user facility: an insulin drip that was running at a low rate was running with a kvo as a second drip hooked into the y-port at the most proximal port at the IV site. They reported the insulin bag had been hung for many hours, and the team noticed the volume in the insulin bag didn't seem to be decreasing. They suspected perhaps the IV fluid was somehow being reversed in the pump and going back up into the bag. They got a new bag of insulin and measured the contents of the old insulin bag, and there was about 90ml of fluid in there. They reported there should have been much less in the based on the volume. The patient was not achieving glucose control, and they transitioned her to subcutaneous insulin, and her glucose control was improved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 57 seconds or 101% of expected accuracy with no reverse flow of fluid.